Manufacturer narrative:
(B)(4). Date sent: 8/6/2025 corrected data b1, h1 additional information was requested, and the following was obtained: it was reported by the sales rep that the yellow side of the plastic coming undone. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during an unknown procedure that the yellow side of the plastic coming undone. It was also reported that tissue began tearing, bowel ripped and hematomas formed.

Manufacturer narrative:
(B)(4). Date sent 7/18/2025. D4 batch # unk. H6: 6. Medical device problem code: no apparent adverse event (a25). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information has been received from account executive: no patients have had post op harm. One patient had to have additional bowel removed in the case due to the tearing of bowel the patient is okay post-op. No changes to typical post-op care. Additional information was requested, and the following was obtained: any issues during firing? Yes. The staples were falling out past where the tissue was any issues with the staple formation? No when did the plastic come undone (before the fire/after the fire)? Before firing while inserting into bowel how did the tissue tear? Was it before the firing? After the firing? It tore because it got caught in the groove created by the plastic piece slightly dislodging from the metal anvil. Before firing. What do they believe the tear was caused by? It tore because it got caught in the groove created by the plastic piece slightly dislodging from the metal anvil. What was the tissue condition of the patient? Cancer patient. What was the device fired on? Bowel. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.